Manufacturer narrative:
Terumo did receive the actual device and evaluated. A visual inspection noted no noticeable anomalies. The volume of the bag was determined with 24 inches of head pressure, which causes the bag to stretch, thus increasing the usable volume in the bag. Performance tests determined that if the bag is filled without any pressure, the volume is approximately 300 ml less, thus referenced eval code. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
It was reported by the user facility to terumo cardiovascular that prior to cardiopulmonary bypass procedure, during prime, the venous reservoir bag doesn't hold the volume that it states it does. The product was changed out, no blood loss and the surgery was completed successfully.